Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose and sensor was not working due to calibration alert. Blood glucose was 22.2 mmol/l at the time of the incident and treated with insulin pump. Blood glucose was still 17.3 mmol/l when customer calibrated and got change sensor alert. Customer declined troubleshooting for high reading. It was explained to customer the proper insertion techniques and site location. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used.